Manufacturer narrative:
Additional information: section b3: it was reported that the date of event occurred on feb 3, 2025. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section d4: lot#: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco tip is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco tip is not an implantable device. Section h3: the phaco tip was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a corneal burn on patient's eye. No additional information was provided. This report is against the phaco tip. A separate report will be filed against the whitestar signature, handpiece and tubing.